Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rust under the lenses. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the defective electrical connector and corresponding printed circuit board led to the image issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope did not produce an image. The issue was found during inspection for use. There were no reports of patient involvement.